Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states after usage of 1 month, there is reported to be crack at the tip of catheter. Physician needed to reintubate a new catheter for patient.